Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon evaluation, the trunk cable connector was defective. The cause of the constant check belt messages is poor communication between the monitor and electrode belt. The cause of the poor communication is the defective connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the damaged connector. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt messages. The patient was issued a replacement electrode belt.